Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that during an implant attempt the implantable pacing lead dislodged while slitting. Another lead was used. No patient complications have been reported as a result of this event.